Event description:
It was reported that the lead perforated and lacerated the artery in the chest.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. A lead tip stiffness test was found to be within specification.